Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered two inappropriate shocks on an atrial fibrillation (af) with rapid ventricular response (rvr) episode. Additionally, an stored signal artifact monitor (sam) episode was noted due to false positive atrial rate meeting sam criteria. Technical services (ts) reviewed the stored events and observed that two ventricular events where the rate reached ventricular fibrillation (vf) zone the device decided to go straight into shock therapy. Ts recommended to increase the vf zone range settings until the patient intrinsic rhythm is better controlled. No additional adverse patient effects were reported. This crt-d remains in service.